Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid during the procedure. The sample was discarded and not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Should additional information be provided, a supplemental MDR will be submitted. Not returned - sample discarded.

Event description:
As reported, during a da vinci hysterectomy procedure on (B)(6) 2021, the bard/davol hydrosurg plus irrigator leaked the irrigation fluid under the pump assembly. There was no performance issue and the device functioned as intended. As reported, the leak was noted under the pump assembly and the nurse taped the device during the case to stop the leak. There was no reported patient injury.